Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value was 370 mg/dl, 341 mg/dl. The insulin pump had a power loss alarm and the issue was resolved as the customer was able to clear the alarm and rewind the insulin pump. The customer was treated with insulin pump and manual injections for high blood glucose level. The customer declined the troubleshooting for high blood glucose values. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected pump error alarms, failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The device calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for two (2) days while connected to the test sensor and plug. The pump entered auto mode without calibration or enter blood glucose errors. The calibration reminder was initially set for 2 hours, turned off the calibration reminder and continued to monitor the pump. The pump remained in auto mode, no excessive enter blood glucose prompts noted and the calibrate now alert followed the proper timing (6 hrs, 6 hrs, 12 hrs). No unexpected calibrate now, enter blood glucose errors, calibration not accepted alarms, change sensor/bad sensor alarms, or additional sensor related errors/alarms occurred during testing.